Event description:
A healthcare facility in canada reported, via a fisher & paykel healthcare (f&p) field representative, that one of the power plug prongs from a sleepstyle auto CPAP melted during use and "caused power outlet to catch on fire". It was also reported that "the incident occurred probably because of an electrical problem at the [patient's] cottage". There was no patient or user consequence.

Manufacturer narrative:
(B)(4). Method: the power cord of the reported f&p sleepstyle series CPAP was received at fisher & paykel healthcare in new zealand and was visually inspected and electrically tested. Results: visual inspection showed signs of burn and soot near the outlet end of the power cord. Part of of one prong of the power cord was missing and appeared warped/melted. The rest of the power cord showed no damage. Electrical testing of the power cord confirmed there was no electrical discontinuity. Conclusion: there was no electical fault found with the returned power cord. Physical damage consistent with the reported incident was observed. The customer reported that the f&p sleepstyle is still functional and that the user understands that the incident occurred probably because of an electrical problem at the cottage. Our user instructions that accompany the f&p sleepstyle state the following: do not use if the device, power cord or accessories are damaged, deformed, or cracked.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information and attempting to retrieve the complaint device. We will submit a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that one of the power plug prongs from a sleepstyle auto CPAP melted during use and "caused power outlet to catch on fire". It was also reported that "the incident occurred probably because of an electrical problem at the [patient's] cottage". There was no patient consequence.